Event description:
It was reported the pt (netherlands) could no longer feel stimulation. Invalid impedances were identified. The scs lead was removed and replaced. During the surgery, the physician was able to immediately identify a break in the lead approx 25 cm from the distal end. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Evaluation: results: the complaint about lead broken/fractured was confirmed. As received the lamitrode was examined under the microscope and it was kinked with all wires broken approx 18cm from the paddle. This would have caused the invalid impedance and loss of stimulation observed in the field. As there was no breach of the outer tubing of the lead where the fracture occurred, the fracture was consistent with repetitive overstress the lead was subject to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.